Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 495 mg/dl, 377 mg/dl and 399 mg/dl. The customer's blood glucose was 150 mg/dl at the time of call. The customer stated that they treated the high blood glucose with boluses. The customer stated that they were not in auto mode. The customer stated that they already discarded the reservoir and infusion set. Displacement test was performed and passed but high pressure test was unable to be performed at the time of call. The insulin pump will not be returned for analysis.